Event description:
Pt is on a continuous feed of an enteral formula. In this incident, 560 ml of the enteral formula was set to deliver 66 ml/hr over an 8 hr period. Three hundred (300) ml was delivered in the 8 hr period. Pt experienced weight loss of 4 to 5 pounds in 2 weeks. One pt involved.